Event description:
It was reported that a boston scientific device was implanted.according to the complainant, as a result of the implant, the patient suffered mesh erosion, mesh extrusion, severe persistent pain and organ damage.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.